Event description:
It was reported to philips that the wireless foot switch was defective. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred; the issue was identified by the philips field service engineer (fse) while on site to for preventative maintenance of the system. The customer reported that they had not used the wireless footswitch for some months and were utilizing the wired footswitch instead. The fse inspected the system onsite and replaced the wireless footswitch and the base station, whichwere returned for further analysis. The analysis did not identify any base station failure but confirmed the malfunction of the wireless footswitch, identifying a microswitch issue and a loose bracket. After replacement of the wireless footswitch and the base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a microswitch issue with the wireless footswitch and that this event was not associated to any ongoing field safety corrective action. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. Therefore, this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.